Event description:
A nurse reported to baxter (B)(4) that a small hole was found on the packing of the minicaps. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was evaluated by the complaint quality engineer. The cause was undetermined. A batch review revealed no issues were found in the manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required.